Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences as it remains implanted in the patient. A design history records (DHR) review performed did not reveal any issues that would have contributed to the complaint event. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results indicate the source of the strep mitis/oralis is unknown but may be related to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported by the patient that 60 days post transfemoral tavr procedure and implant of a 29mm sapien 3 valve, he developed a bacterial infection (streptococcus mitis oralis) that, ¿almost killed him¿. He indicated that he felt so weak, he could barely walk himself to his car. Additionally, the patient shared that he had been running low fevers for at least 2 weeks prior to that, but ¿being a tough guy¿ did not want to call the doctor. The patient stated that the hospital team immediately isolated the organism and treated him for 5 days with IV antibiotics. He continued IV antibiotics at home for a total of 42 days. He was told that there was no malfunction of his valve and his last tee looked great. The patient indicated he was feeling great and would follow up routinely with his md as directed. Additional information obtained from the hospital medical records indicated that two months post tavr the patient was admitted with c/o weakness. The patient reported fevers and night sweats at home x2 weeks prior to admission, however, was afebrile on admission. Blood cultures were positive for strep mitis/oralis. The patient was treated with IV antibiotics. Two days later a tte performed showed a poorly visualized bioprosthetic aortic valve. No stenosis or ar were visualized. The next day a tee was performed and showed normal valve function with no stenosis and no aortic regurgitation, a mean aortic gradient of 15mmhg and no vegetations. Three days later the patient was discharged home with PICC line IV antibiotic x 6 weeks. No valve dysfunction was noted.